Manufacturer narrative:
No foam reagent was leaking from the y-fitting. Bci field service engineer (fse) replaced the no foam assembly and refilled with no foam solution.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leakage on unicel dxc 600 synchron chemistry analyzer. No injury was reported and there was no effect to patient or user.